Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) tested the power supply three times and it passed each time with output voltages within specification. It was determined that the power supply met specification. Per data log review: on 18oct2021 the system was powered up and the power manager reported a voltage power supply 1 (vps1) supply voltage failure. This will cause the reported 'battery cannot be charged' message. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative replaced the power supply. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'batteries cannot be charged' message. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.